Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cryo/ radiofrequency (rf) paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis, prolonged hospitalization and surgical intervention. During a cryo afib with rf cavotricuspid isthmus (cti), a pericardial effusion was diagnosed via intracardiac echo (ice) post procedure. There was a small effusion noted at the start of the procedure. A pericardiocentesis was performed by the physician. The patient was being prepared for surgery at the time of the call. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was advancement of ice catheter. The patient outcome of the adverse event was improved, open heart surgery on table to close hole. The patient did require extended hospitalization because of the adverse event. The generator used was a smartablate. The transseptal puncture was performed with a baylis needle nrg standard curve c0. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. The irrigated catheter was used in the event and the flow setting was regular flow settings for stsf. 45 watts using 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with no additional filter and fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.